Event description:
This research article was a prospective study designed to evaluate one year outcomes of patient's treated with mitraclip versus patient's treated with competitor device pascal. Complications identified in the study included: death, recurrent or worsening mitral regurgitation, hospitalization, surgical intervention. In conclusion, findings indicate that both m-teer systems resulted in stable reductions of mr over the 1-year period and did not differ in terms of the composite endpoints of heart failure hospitalization and death. Details are listed in the attached article titled, "one-year comparison of pascal vs mitraclip for mitral valve transcatheter edge-to-edge repair".

Manufacturer narrative:
The additional patient effect of death reported in the article is captured under a separate medwatch report. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death, heart failure, and mitral regurgitation were unable to be determined. The reported patient effects of death, heart failure, and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.